Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the bi-laterally implanted patient was explanted of his right sided device due to an extrusion of the electrode lead into the outer ear canal caused by the patient's anatomy. Several fitting sessions were conducted with only a slight improvement in speech understanding. In situ measurements showed normal and stable results however, re-implantation was deemed necessary to address the electrode lead extrusion and to improve patient's speech understanding. The first fitting appointment is scheduled for (B)(6) 2015.